Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A manual culture test was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: " drawer d, rows c+d whole row went positive."

Manufacturer narrative:
H6: investigation summary the complaint alleges results issue in rows c and d of drawer d were observed (bactec fx instrument catalog number441386, serial number (B)(6)). A bd field service engineer was dispatched and observed issues in the vial storage rack and it was replaced . The fse perform testing and later instrument is returned to customer to resume functioning. This is the confirmed complaint of the bd product due to the faulty vail storage rack. The root cause is unable to be determined, since no materials were returned for investigation. Quality did not receive any samples and thus, returned sample analysis cannot be performed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 14may2013 . Service history review were performed for the instrument serial number, (B)(6) and there were no additional work orders related to this failure mode. No new or modified risks have been identified. Bd quality will continue to monitor for trends associated with this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A manual culture test was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: '' drawer d, rows c+d whole row went positive."